Event description:
The following information was provided: this pi is for one side knee. Poly wear in the triathlon knee implant system. Patient got the bilateral knee replacement surgery done in the year 2022, as per surgeon the recent x-ray reports showed poly wear on both sides. Since the implants are not yet taken out, the adverse consequences, if any, are yet to be known with the doctor's decision on further course of medical treatment for the patient.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.